Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08740 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and a stained end cap sticker. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized because they got sick on (B)(6) 2019. The customer¿s blood glucose level was over 600 mg/dl at the time of incident. The customer was took off insulin pump and put on insulin drip. The customer had been on the drip from day before today. The customer experienced vomiting due to high blood glucose. Customer has not been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that her blood glucose spike up to over 600 mg/dl when they place her back to the insulin pump. Customer stated that high blood glucose started on (B)(6) at 3:00am. Customer stated that she went back to the drip to treat her high blood glucose. The customer was unable to troubleshoot. The insulin pump will not be returned for analysis.